Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose level at the time of incident was 436 mg/dl. Customer stated that they noticed an air bubbles in infusion set and then removed that infusion set and inserted 2nd infusion set had issue with flow block alarm and again noticed bubbles in the tubing. They removed that infusion set and inserted 3rd set last night after dinner again noticed the blood sugar were high did not go down. Customer stated that they corrected with injection at 5 am blood sugars came down. Customer stated that there was nothing wrong with infusion set cannula was straight and auto mode not active. The insulin pump will not be returned for analysis.